Event description:
It was reported that during a da vinci s prostatectomy procedure the customer experienced a dark image in both eyes of the surgeon side console, high resolution stereo viewer. The surgeon made the decision to convert the procedure to traditional open surgical techniques. The planned procedure was completed and no patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) found the site had set the camera controller unit (ccu) gain button to high which caused the dark image as reported by the customer. Adjustment of the ccu settings resolved the vision issue. As of (B)(6), 2011 there have been no reported recurrences of the issue at this hospital.